Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the reservoir had an occlusion. She stated that the insulin pump alarmed no delivery, and when she removed the infusion set, the site began bleeding. The customer's blood glucose was 400 mg/dl. She was advised to disconnect at the quick release and run a 5.0 unit fixed prime. She stated that insulin did exit. She confirmed that insulin also exited with a manual plunger push as well. She was advised to run a manual prime to at least 5.0 units and reported that insulin exited with the manual prime. She was advised that the insulin pump worked as designed and that the no delivery alarm was caused by an infusion set/reservoir occlusion. The customer was later able to use the plunger to manually push insulin forward through the tubing. She was able to complete the manual prime.